Event description:
The pt experienced a loss of therapeutic effect following a fall. She was admitted to the hospital due to nausea, vomiting and being unable to keep food down. An x-ray was taken but did yielded normal findings. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).